Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-01140 addresses the first captiflex extra small oval snare, and manufacturer report # 3005099803-2014-01141 addresses the second captiflex extra small oval snare. It was reported to boston scientific corporation that two captiflex extra small oval snares were used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician was trying to remove a polyp, the wire of the handle "broke." This failure occured twice, and it could not be confirmed if this referred to handle cannula detachment, or bending. The procedure was completed with another captiflex extra small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.